Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair records for cutters determined the cutters failed the cut test. The gears and bearings were replaced. However; cutters cannot be fully repaired without replacement. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00846 and 0001526350-2022-00847.

Event description:
It was reported that the device was producing an incomplete mesh during allograft skin processing. The cutter gears are also worn. However; it was discovered during investigation that the cutter failed the test cut. The customer is a cadaver skin bank, therefore there was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.